Event description:
It was reported that the r wave amplitude had been intermittent. X ray was performed, but was inconclusive. The lead was replaced to improve ventricular sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.